Event description:
It was reported the patient heard a critical alarm and went to the emergency room (ER). The patient was given oral medications to prevent withdrawal. A motor stall had occurred on (B)(6) 2014 and the pump was replaced. The cause of the issue was undetermined. There were no patient symptoms or complications associated with this event. The patient¿s status at the time of this report was ¿alive- no injury.¿ the pump was being used to deliver lioresal. It was unknown if the stall recovered, the cause of the event, and the patient outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the returned pump revealed motor gear train anomalies of corrosion and-or wear and-or lubrication, and stall due to shaft-bearing.